Event description:
It was reported a patient presented in clinic with a hematoma and open incision. The patient's implantable cardioverter-defibrillator had a pocket infection and was explanted in a procedure on (B)(6) 2022. Post-procedure the patient was stable.